Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients dual chamber implantable pulse generator (ipg) system was extracted due to an infection. The ipg system was replaced as a left-sided implant on the same day. No further patient complications have been reported as a result of this event.